Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported following a periodic review of the manufacturer's programming history database that high impedance was observed on the patient¿s m1000 generator. As the impedance was within normal limits on date of implant, around the 5,300 o range a few weeks later, and then slowly reducing back to well within normal limits, the device exhibited the expected symptoms of a m1000 high impedance trend. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. No additional relevant information has been received to date.